Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 1-march-2016, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse spoke with the customer and advised him to check the end of the drain tube that goes into the drain into the floor. The customer identified a buildup of debris. The fse advise the customer to clear the debris. The g8 instrument is operational. No further action is required by field service. The most probable cause for the leak was a clogged drain tube.

Event description:
On (B)(6) 2016, a customer reported a leak on the g8 instrument. The customer stated that liquid was on the counter but not in the pan. The customer is unable to run patient samples on hba1c diabetes assay. On (B)(6) 2016, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.